Event description:
Firefighters were called to a person in a bathtub diagnosed in cardiac arrest. The pt was removed from the tub, dried and connected to the defibrillator. The device allegedly displayed a "connect electrodes" alarm. A second set of electrodes was connected to the pt and the defibrillator. The device reportedly continued to display a "connect electrodes" alarm. A third set of electrodes connected to the pt and an automated ECG analysis was performed which resulted in a 'no shock advised' decision for an asystolic rhythm. The device subsequently displayed a 'connect electrodes' alarm and continued use of the device was inhibited. The pt was not resuscitated. The device did not likely cause or contribute to the pt's outcome because the pt was not in a shockable arythmia.